Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston did not rewind during the prime/rewind step. The reporter stated the issue occurred after the pump was dropped on the ground. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:a review of the pump¿s black box data revealed multiple related call service alarms. The call service alarm was duplicated during investigation. A prime sequence and 24-hour exercise testing were not completed due to call service alarm. Evaluation of the pump¿s motor found a defect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.